Manufacturer narrative:
Updated additional information: products were not returned and an investigation could not be performed without material. Guidewire ø1.1 l150 sst, article: 292.623s // lot: l117231, 292.623s - l117231. Non-sterile. 292.623 - l110674 , manufacturing location: (B)(4). Manufacturing date: 22.aug.2016. Dcrm-review: part number: 292.623s complaint category: broken: intra-operatively no material was returned for investigation. Complained issue could not be replicated and/or confirmed. Complaint unconfirmed. The wires (power driven) - core dossier design and clinical risk management (dcrm) document, reviewed and found to adequately address the harm of this complaint condition. Addresses the hazard of ¿broken device fragments are retrieved from surgical site intra-operatively [synthes : broken : intra-operatively] [synthes : broken : procedural step unknown]¿ caused by ¿-treatment with inappropriate forces; -use of damaged or previously used wire¿. Root cause could not be defined due the missing material. Investigation methods / evaluation results, no investigation possible as no material was returned. The DHR-review, no findings, and dcrm-review, does adequately address the harm of this complaint condition. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Concomitant device: 1x 04.226.224s / lot 9587306 (headless compression screw ø 2.4 mm, l 24/5 mm). 1x 310.221 / lot unk (drill bit ø 2.0/1.15 mm, cannulated, l 150/48 mm) concomitant device: device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Please note, this DHR review is for sterilization procedure only. 292.623s - l117231, manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 02.sep.2016, expiry date: 01.aug.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile. 292.623 - l110674, manufacturing location: (B)(4), manufacturing date: 22.aug.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reported devices were used in surgery for scaphoid fracture on (B)(6) 2016. The surgeon applied hcs (headless compression screws) 2.4 and inserted two 1.1 mm guide wires. The guide wires were broken inside the bone, drilling by using a drill bit. The bone hole became bigger when the broken guide wires were extracted, so he replaced it with 3.0 mm. There is no information available about patient outcome. Broken parts were removed from patient and surgery was successfully completed. There was a surgical prolongation of 20 minutes reported. Concomitant device: 1x 04.226.224s / lot 9587306 (headless compression screw ø 2.4 mm, l 24/5 mm). 1x 310.221 / lot unk (drill bit ø 2.0/1.15 mm, cannulated, l 150/48 mm). This report is 2 of 2 for (B)(4).